Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace lead impedance spiked from 798 ohms on (B)(6) 2015 to 4047 ohms on (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) had impedance spikes and a lead warning for high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The lead was capped and replaced.